Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6006463 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi-002688 guidance for functional testing for complaints area version 2 for the leakage from infusion site (cannula base part/cannula) (specific cause not identified) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. See attachment database (B)(4) complaint test report. Device history record (DHR) review: the lot 6006463 was manufactured according to the wi version 112 manufactured in the line 9, on 05/abr/2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 19/mar/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6006463 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced infusion set was leaking, and he was not received insulin from eight to nine pm last night on (B)(6) 2025. It was also reported that the patient went to emergency room (ER) and subsequently got hospitalized on (B)(6) 2025 and received IV (intravenous) and fluids of saline and insulin and the patient blood glucose levels while admitting the hospital was 384 mg/dl. The patient had ketones which were 7.5 mmol/l. The patient came in ambulance ang got hospitalized due to gallstones. No further information was available.